Manufacturer narrative:
Coil 1:the actuator interface was found securely attached to the coupler tube. There was no evidence of mechanical detachment using an instant detacher at this location. The concerto pusher was found kinked distal to the positive load indicator and found broken between the positive load indicator and break indicator with the segments retained by the release wire. A second break was found on the break indicator with the segments retained by the release wire. This is indicative that manual detachments were attempted at these locations. The coin was found retracted out of the lumen stop. The shield coil was found intact. The implant coil was already detached and not returned for analysis. The exposed release wire was retracted; and resistance was found with the release wire. The outer jacket was removed to gain access to the lumen stop. The lumen stop and retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.0029¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter was measured to be 0.00465¿ which is within specification: 0.00455¿ ± 0.00010¿. No damages or irregu larities were found with the coin. The coin was measured at three locations and found to be 0.087mm at 0.063mm, 0.102mm at 0.127mm and 0.099mm at 0.275mm (specification: 0.063mm-0.089mm @ 0.063mm, 0.075mm-0.105mm @ 0.127mm and 0.086mm-0.108mm @ 0.275mm). No other damages or abnormalities were observed. Coil 2: the actuator interface was found securely attached to the coupler tube. There was no evidence of mechanical detachment using an instant detacher at this location. The concerto pusher was found kinked between the positive load indicator and break indicator. The pusher was found broken proximal to the break indicator with the segments retained by the release wire. This is indicative that manual detachment was attempted at this location. The coin was found retracted out of the lumen stop. The shield coil was found intact. The implant coil was already detached and not returned for analysis. The exposed release wire was retracted; and resistance was found with the release wire. The outer jacket was removed to gain access to the lumen stop. The lumen stop and retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00285¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter was measured to be 0.00464¿ which is within specification: 0.00455¿ ± 0.00010¿. No damages or irregularities were found with the coin. The coin was measured at three locations and found to be 0.088mm at 0.063mm, 0.098mm at 0.127mm and 0.098mm at 0.275mm (specification p: 0.063mm-0.089mm @ 0.063mm, 0.075mm-0.105mm @ 0.127mm and 0.086mm-0.108mm @ 0.275mm). No other damages or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment, detached w/ hypotube¿ could not be confirmed for both these coils. There was no evidence of detachment attempt using an instant detacher, however, evidence of manual detachment by breaking the pusher was confirmed. Possible cause for the non-detachment are damaged pusher, coin jammed at lumen stop, intact twr crimps, coil shield wrapped around the coil shell or proximal end of implant coil or detachment stick bent or out of specification. The release wires were found to have resistance within the pusher. It is possible the break caused the edge of the pusher to press down on the release wire, causing the resistance. No damages were found with the release wire or coin. As the implant coils were not returned, any contribution of the implant coil towards the failure could not be determined. There was no non-conformance to specification identified that could potentially contribute towards the non-detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the instant detacher did not detach the coil. The coil was released manually. There were not any patient symptoms or complications associated with this event. No patient injury was reported. Additional information received reported that the procedure was performed due to a gi bleed. The physician had attempted to detach the coil with the instant detacher twice. The coil was a helix 2x6.